Event description:
It was reported that it was found that the stylet was damaged in the catheter. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed. The products returned for evaluation were a 5fr d/l powerpicc catheter, two end caps, a statlock stabilization device, a 5fr microintroducer, a 20g introcan IV catheter, and a 3cg stylet. The end caps, statlock device, microintroducer, and IV catheter were unremarkable to gross visual examination. The catheter was returned in two segments, trimmed at the 42cm depth marking. Minimal dark red residual material was seen on the outer surface of the catheter, indicating that the catheter had been used. The catheter maintained a curved shape memory with the apex of the curves located at the 3cm, 19cm, and 31cm depth markings. The catheter was patent to infusion and no leaks were detected in the catheter when it was hydraulically pressurized. The 3cg stylet contained two severe kinks in the core wire 4.8¿ and 27.2¿ from the distal end of the device. The t-lock assembly was located 28.0¿ from the distal end of the wire. Multiple less severe bends were noted in the wire. No kinks or bends were noted in the distal magnetic region of the wire. Microscopic examination confirmed the presence of 21 magnets in the distal end of the stylet. No damage, such as cracking, was seen in the magnets. Examination confirmed the presence of an undamaged epoxy tip at the distal end of the magnetic region. The stylet was verified to contain electrical continuity and the resistance of the wire was within the device specifications. The bends and kinks in the wire appeared to have been caused during use of the device. Possible contributing factors include advancement/retraction of the stylet against resistance, the stylet kinking during manipulation, and advancement of the device through a tortuous path. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was found that the stylet was damaged in the catheter. There was no reported patient injury. No other information was provided.